Event description:
Customer¿s wife reported the insulin pump is alarming no delivery constantly. Alarms occur mainly when the customer is sleeping. Customer¿s wife declined to troubleshoot. She just wants the device replaced. Customer¿s blood glucose level is unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.